Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with her scs system on (B)(6) 2011. It was reported the patient's programming device displayed the ipg as having a low battery. The patient's battery passivation flag was cleared and she has stimulation.